Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced during eval. Eval found the downstream sensor current reading was elevated and out of specification with a fluid filled set loaded. The downstream sensor assembly was replaced.